Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. It has been over nine (9) years since the subject device was manufactured. A review of the device history record found no deviations or non-conformities that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus did not confirm the allegation due to the device not being returned, however, regarding the foreign material, olympus could not identify the material or specify the root cause that made the foreign material remain in the subject device. Regarding the distal end (tip) has a crack, the root cause could not be identified as well. The event can be prevented by following the instructions for use which state: "as result of confirming contents of instruction manual at the time of shipment, following sections have descriptions about reprocessing. Chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories)" olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the ultrasound gastrovideoscope exhibited balloon water-tube and nozzle unit were clogged indicating insufficient or incorrect reprocessing and also found the distal end had a crack. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.